Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited failure to capture and low pacing impedance. X-ray imaging was performed and revealed a dislodgement of the rv lead. The lead was explanted and replaced. The patient was in stable condition.